Event description:
It was reported that the patient presented via merlin.net transmission. The implantable cardiac defibrillator exhibited premature battery depletion. After several months of monitoring, the elective replacement indicator alert was confirmed via merlin.net. The device was explanted and replaced in (B)(6) 2018. No adverse consequences to the patient were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.